Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 600+ mg/dl. The customer reported took a show and found the infusion set was disconnected. The customer had symptoms of not feeling well and urinating a lot. The customer did treat the high blood glucose level with the insulin pump and set change. The customer did troubleshoot and an air bubble in the infusion set. The insulin pump will not be returned for analysis.